Manufacturer narrative:
The device was returned to olympus for evaluation and found reportable finding: watertightness failure at the connector. A device history record review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause could not be established. Based on the results of the investigation, it is likely that the following led to the malfunction: cause linked to device but unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited watertightness failure at the connector. There was no patient involvement.